Event description:
It was reported that the right ventricular (rv) lead was suspected of a fracture; measured high impedance, and exhibited oversensing of short interval counts (sic) and non-sustained episodes. The lead was initially programmed off. During the revision, the helix would not retract from the lead and no tension was felt by the physician while rotating with the rotation tool. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and it was noted that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).